Manufacturer narrative:
Investigation: one photo and two 3ml syringes in fully sealed blister packs confirmed to be from batch #8330733 (B)(4). Were received and evaluated. There were no observable defects in the physical samples. In the photo it displayed a loose 3ml syringe with a twisted hub that was broken in half and held together by the needle inside. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged hub defect is associated with the assembly process. When the hub is attached to the syringe it is done mechanically to a specified torque setting. If the setting is adjusted to high it can overtighten the hub and cause it to twist and become deformed.

Event description:
It was reported that the needle hub broken and bent needle with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that the needle hub is broken and the needle is bent. The following information was provided by the customer: we have a box of bd 3ml syringes with 25x5/8 syringes that the plastic part before the needle has almost been cut?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub broken and bent needle with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that the needle hub is broken and the needle is bent. The following information was provided by the customer: we have a box of bd 3ml syringes with 25x5/8 syringes that the plastic part before the needle has almost been cut.